Event description:
Pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release. The pt's physician increased the basal insulin delivery rate and there have been no reported subsequent events. This report is made under the requirements of the med device reporting regulatins and dose not constitute and admission on thepart of animas of any deficiency in the performance of the device.